Event description:
The dr. (Dr) inserted a 6.0 sheath and then inserted the guide wire across the lesion without problem. The silver hawk was tested and prepared before insertion into the pt. The dr. Inserted the silver hawk into the pt on top of the guide wire. As it was entering the sheath, the dr. Noted more resistance than expected. Fluoro exam showed that the silver hawk was properly placed over the lesion site. As the dr. Was using the device, he felt more resistance but thought this was due to the curvature of the artery. The silver hawk broke down the lesion as intended. This dr. Then prepared to remove the silver hawk and as it was pulled back through the sheath, a large amount of resistance was felt as the distal tip of the silver hawk entered the sheath. The silver hawk was removed. When the wire was removed it had a plastic string wrapped around it and the wire was wrapped around the distal tip of the silver hawk. The sheath stayed in the pt and the dr. Continued on with the angioplasty procedure without problem.